Manufacturer narrative:
It was previously reported: a trilogy 200 ventilator was returned to the manufacturer's service center for completion device evaluation. There was no injury or harm reported. During run-in, the device alarmed for error code e-193 was noted in the error log causing a ventilator service required alarm and "internal battery depleted" alarms. Replacement of the internal battery is required to remedy this issue. Additional findings not related to the malfunction/issue: during evaluation, it was noted the sn/mn label and was replaced due to having the incorrect gtin/revision. The rubber feet were missing and required replacement. The cord retainer was missing and required replacement. The rear case seam gasket was damaged and required replacement. A "ventilator service required" for check circuit, low expiratory, high expiratory and internal battery depleted. Upon investigation, the transition tube was found to not be connected to the flow sensor which caused the "check circuit, low expiratory and high expiratory" alarms. The transition tube was re-connected, and the device re-assembled to address this issue. Additional information has been received related to the device repair: replacement of the internal battery pack was completed. The device then passed all testing and was determined to operate properly.

Event description:
A trilogy 200 ventilator was returned to the manufacturer's service center for completion device evaluation. There was no injury or harm reported. During run-in, the device alarmed for error code e-193 was noted in the error log causing a ventilator service required alarm and "internal battery depleted" alarms. Replacement of the internal battery is required to remedy this issue. Additional findings not related to the malfunction/issue: during evaluation, it was noted the sn/mn label and was replaced due to having the incorrect gtin/revision. The rubber feet were missing and required replacement. The cord retainer was missing and required replacement. The rear case seam gasket was damaged and required replacement. A "ventilator service required" for check circuit, low expiratory, high expiratory and internal battery depleted. Upon investigation, the transition tube was found to not be connected to the flow sensor which caused the "check circuit, low expiratory and high expiratory" alarms. The transition tube was re-connected and the device re-assembled to address this issue.